Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening), chronic obstructive pulmonary disease (copd) and others. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening), chronic obstructive pulmonary disease (copd) and others. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown contaminant was observed on the top enclosure, front panel, and on the exterior of the iso port. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, interior of the iso port, on the bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the interior of the iso port, on the blower, and blower box. Hair-like particles were observed on the top enclosure. What appeared to be a keratin-like substance was observed on the outlet of the blower box. Addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) and was able to confirm confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure for the procedure used to make this determination. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was able to confirm the customer's complaint.